Event description:
It was reported that the mesher was sent in for service and any repairs that may be needed. There was no event. The device was found to have a damaged comb at product evaluation investigation. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the comb and bottom roll were damaged. The comb and bottom roll were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.